Event description:
Description of event according to initial reporter: a dissection of the previously treated segment of iliac artery was noted after deployment of the zta. This was successfully treated with a gore viabahn endoprosthesis (6 x 40 mm). Patient outcome: the patient did require additional procedures due to this occurence.